Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, resulting in detection of a ventricular tachycardia episode. No intervention was performed. The patient was stable.